Event description:
It was reported that the right ventricular lead had increased thresholds and that after extraction the helix was unable to extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the distal conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.